Manufacturer narrative:
Device identifiers were requested, but not available; the explanted microstent was discarded and is not available for evaluation. Microstent malposition, microstent-iris touch, anterior segment inflammation / re-medication with steroids, anterior chamber paracentesis, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon contacted ivantis regarding a malpositioned hydrus microstent and possible explantation or repositioning in one of his patients who underwent surgery approximately one month prior. Postoperatively, the patient has experienced persistent inflammation and elevated intraocular pressure (iop). The surgeon reported that the microstent is halfway in schlemm's canal with the distal portion outside and posterior to the canal. Further discussion with the surgeon revealed the microstent was malpositioned during the initial surgery on (B)(6) 2020 on the patient's left eye. The distal end of the hydrus appeared to be below the iris with the proximal inlet extending into the anterior chamber; as a result, there was possible iris irritation. The patient's preoperative iop was 21 mmhg (on 2 iop-lowering medications) with 20/25 best corrected visual acuity (bcva). At the one-day postoperative visit iop was 18 mmhg (on 2 iop-lowering medications) with 3+ cells and flare and 20/20 bcva. At the one-week postoperative visit iop increased to 21 mmhg (on 2 meds) with 1+ cells and flare and stable bcva; medication was increased at this visit. At the following visit on (B)(6) 2020 an anterior chamber paracentesis was performed to address elevated iop (34 mmhg) that was accompanied by increased inflammation. Following intervention, iop decreased to 10 mmhg. The patient was re-examined on (B)(6) 2020 and although the iop was 18 mmhg, the inflammation had worsened, so the microstent was explanted. At the examination on (B)(6) 2020 iop was 21 mmhg with stable bcva and a good prognosis.

Manufacturer narrative:
Manufacturer reference #: (B)(4).